Event description:
It was reported that cartridge had difficulty moving along guide tracks in pump while customer was using protective case. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected pump and cartridge with guidance from technical support, cleaned pneumatic tap area, confirmed no visible damage or debris, and successfully reloaded original cartridge, after which insulin therapy was resumed successfully.